Event description:
Health professional reported right side infection. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight the device within specification and opening curved. A visual and microscopic analysis was performed which identified;two striated openings on radius. Based on the device analysis the final assessment is: two striated openings on radius assessed as surgical damage consist in the use of some surgical tool. With the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Health professional reported right side infection. The device has been explanted.